Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for unknown side. The device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a3a b3 b5 b6 d1 d2 d4 d6a/b g2 g4 h2 h4 h6. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: "capsular contracture grade iii". Clarification to partial date of occurrence: according to patient "about a year ago" was provided.

Event description:
Later, healthcare professional reported "capsular contracture grade iii" via ultrasound. This record is for right side. The device was explanted and replaced. The devices will not be returned.